Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a stone extraction procedure, the stem of the ncircle tipless stone extractor broke and separated inside the patient's bladder. A grasper was used to successfully remove the broken piece. Another device was used to complete the procedure with no harm to the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and trends was conducted during the investigation. The complaint device was not returned to assist in the investigation. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU which gives suggested handling instructions regarding proper use of the device. The IFU includes the note that "excessive force could damage the device." Without return of the complaint device, it is not possible to determine root cause. However, it is possible to suggest that excessive force may have been applied to the device during use. Quality engineering risk assessment (qera) was used to evaluate risk. Per the conclusion of the qera, further risk reduction is not required. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a stone extraction procedure, the stem of the ncircle tipless stone extractor broke and separated inside the patient's bladder. A grasper was used to successfully remove the broken piece. Another device was used to complete the procedure with no harm to the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.